Event description:
Patient went into cardiac arrest during a cardiac imaging procedure. Staff began CPR compressions on the patient while patient was still on the table, and the tabletop was fully extended. After 30 minutes of compressions, the tabletop broke. The staff moved the patient to another table, and continued compressions. The pt expired later that night, due to patient's cardiac condition.